Manufacturer narrative:
The leads under complaint were not returned for analysis. Therefore, this report only refers to the results of the ICD analysis. Upon receipt, the ICD was interrogated, revealing the battery status mol1. The device was implanted for 23 months and 77 charging cycles were recorded to the device memory. The device was visually inspected. The inspection revealed a discoloration of the titanium housing of the ICD. This is a normal and expected oxidation process due to high electric fields during shock delivery and is not affecting the ability of the device to deliver therapies. The memory content of the device was inspected. During analysis of the available iegms, noise was observed in the ventricular as well as the far-field channel, leading to multiple charging cycles that partially resulted in shock delivery, confirming the clinical observation. Therefore a sensing test was performed. The device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed in the ventricular as well as the far-field channel, leading to multiple shock deliveries as reported in the complaint description. However, a thorough analysis of the ICD proved the device to be fully functional. There was no indication of a device malfunction.

Event description:
Ous MDR - noise was discovered on the associated lead in 2013, so it was replaced. Two years later, the new lead also displayed noise and it was decided to explant both leads. When the pocket was opened, it was noticed this ICD was discolored on the outside, so it was explanted as well. Prior to the lead extraction, the patient had received several inappropriate shocks from the noise. The patient works with a jackhammer despite recommendations not to. Both leads were destroyed during the procedure and will not be returned.